Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during unpacking of a 6x15mm herculink stent, it was noted that the stent implant was loose on the balloon (still remaining on the delivery system). There were no issues noted with the chipboard box or dispenser hoop coil. The device was not used and there was no patient involvement. Another same sized device was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported stent dislodgement was confirmed. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device. B6: relevant test/laboratory data updated b7: other relevant history updated h6: health effect impact code 2645 was removed.

Event description:
It was reported that during unpacking of a 6x15mm herculink stent, it was noted that the stent implant was loose on the balloon (still remaining on the delivery system). There were no issues noted with the chipboard box or dispenser hoop coil. The device was not used and there was no patient involvement. Another same sized device was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. Subsequent to the initially filed MDR report, the account confirmed that the procedure was to treat a renal artery that was 80% stenosed and was used in the patient anatomy; there was patient involvement unlike what was initially reported. The device failed to cross due to anatomy and via angiography it was noted that the stent implant was loose on the balloon (still remaining on the delivery system). Another stent was used to successfully complete the procedure. No additional information was provided.